Manufacturer narrative:
Medical device expiration date: n/a. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation, therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: end user risk assessment, as per p-eura (B)(4), taking worst case the severity is moderate (s3), occurrence rate = (1 /400,000) x1,000,000 = 2.5 = 10.0 ipm, which is remote (o2) the risk is acceptable per ms-qs-034. Root cause description: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that prior to use the scale marking were discovered to be smeared and syringe damaged with 200,000 bd syringe 5 ml ll ns. The following information was provided by the initial reporter: (2 of 2 complaints) ink smear and scratches.